Event description:
It was reported that, "while trying to remove a radius rapid screw that was implanted during this case, the screw head unthreaded from the shaft of the screw. A 3.5 hex was used to remove the shaft. Implants will be sent back for testing."

Manufacturer narrative:
Method: visual inspection, manufacturing record review complaint history analysis and risk assessment. Results: visual inspection: the returned screw is not broken but disassembled. These screws are made of three parts that are assembled together, the screw shaft, screw sphere and screw head and disassembly occurred while the surgeon was repositioning this screw. Manufacturing record review: no discrepancies noted. Complaint history analysis: only one previous record. Risk assessment: while the surgery was delayed about 20 min to remove all screw parts no other adverse consequences were reported. Replacement screws are available. Conclusion: in this case, the surgeon was not satisfied with his initial positioning of the screw and decided to remove it and reposition it. As over 13 nm torque is necessary to disassemble the screw, the surgeon applied over 13 nm torque to remove this screw. In case of disassembly, this bone screw has a design control feature in order to allow removal of the bone screw. Hence, the failure is the result of the user repositioning the screw combined with the design of the screw which allowed for disassembly.